Event description:
Woman with recurrent partial bowel obstruction after multiple abdominal procedures. She had an open lysis of adhesions in 2002. In 2003 she underwent a laparoscopic lysis of adhesions at that time interceed was used to help prevent new adhesions. She again developed gradually worsening abdominal bloating, nausea and vomitings and underwent another laparoscopic lysis of adhesions in 2004. This time coseal and surgiwrap were used on the bowel and peritoneal surfaces to help reduce adhesions. She had another recurrence of her symptoms and had surgery in 2005. At that time extremely dense adhesions were found with granulomatous implants. Post operatively she decompensated suddenly on the second post operative day and expired. The cause of death was possibly a respiratory arrest. Perforation was suspected. No autopsy was performed.